Event description:
The trial patient (B)(6) was implanted with a trial lead on (B)(6) 2011. It was reported that during the trial, the lead migrated. The pt denies experiencing any traumatic event which may have attributed to this issue. The lead was explanted at the conclusion of the trial.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.